Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power up) was confirmed. As received, the monitor was unable to power up. Upon investigation, the flash chip u105 was found to be broken free from the computer/analog board. The root cause investigation for the detached u105 is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
A (B)(6), male, patient's nurse, called zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.